Manufacturer narrative:
Medtronic received additional information that the band was explanted due to severe stenosis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 months following the implant of this 30mm mitral annuloplasty band, it was explanted and replaced with a 27mm bioprosthetic valve. The reason for replacement is unknown. No additional adverse patient effects were reported.